Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced high impedance on one lead, was unable to increase stimulation intensity, and required programming adjustments to avoid one electrode as they were getting settings not available message. Impedance was checked as part of troubleshooting, and programming was adjusted to avoid the affected electrode. The patient was satisfied with the new programming, and the issue was resolved. No patient complications have been reported as a result of this event.